Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with paroxysmal atrial fibrillation in group 2 underwent ablation procedure and developed a cardiac tamponade when the average contact force (cf) was >30g during ablation of mitral isthmus line. The patient recovered soon after pericardiocentesis and was safely discharged several days later. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿reconstruction left atrium and isolation pulmonary veins of paroxysmal atrial fibrillation using single contact force catheter with zero x-ray exposure - a consort study¿ the purpose of this study was to evaluate the safety and effectiveness of zero x-ray exposure to reconstruct left atrium and ablate paroxysmal atrial fibrillation after left atrium angiography. The study was conducted from july 7, 2015 and january 28, 2016. In total 342 patients were enrolled in this study. Average age and gender of group 2 population are 58 yrs and male, respectively. Suspect device is a thermocool smarttouch ablation catheter, however catalog and lot number is unknown.